Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation, which is in-process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The mesher gave an incomplete mesh on previously recovered cadaver donor skin. This was not during a surgical procedure. The mesher was used to mesh previously recovered cadaver donor skins to make skin drafts. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that the mesher gave an incomplete mesh on previously recovered cadaver donor skin. The device did not have any physical damage. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report of skin graft mesher serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) eight times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that he device was producing an incomplete mesh and the roller, worn bushings, damaged comb, and gear were replaced. This is not a related issue. The device history record (DHR) and previous repair report of skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) and previous repair report of skin graft mesher 2:1 ratio cutter, serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that he device was sent along with skin graft mesher serial number (B)(4), and gear and colars were replaced. This is not a related issue. Product review of the skin graft mesher on (B)(6) 2018 revealed that the roller, shoulder bolts, and roller gear were damaged. The calibration was out of specifications but the device produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4), and 2:1 ratio cutter, serial number (B)(4) both failed to produce a passing sample mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on august 8, 2018 which included replacement of the roller, gear, shoulder bolts, and washers. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet surgical it was noted that the 1.5:1 ratio cutter, serial number (B)(4), and 2:1 ratio cutter, serial number (B)(4) both failed to produce a passing sample mesh and were deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet surgical it was noted that the 1.5:1 ratio cutter, serial number (B)(4), and 2:1 ratio cutter, serial number (B)(4) both failed to produce a passing sample mesh and were deemed non-repairable. It is unknown with the information that was provided how the cutter failed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.